Event description:
It was reported that this lead exhibited noise, oversensing and pacing impedance less than 200 ohms during pocket closure at this implant procedure. The lead was removed from the pocket and normal measurements were observed. Therefore, the pocket was re-closed; however, impedance decreased again to less then 200 ohms. Therefore, the lead was explanted and replaced. The physician suspects he put a suture through the lead body. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted cuts in the outer insulation, terminal boot and suture sleeve. All visualized cuts were the result of the implant procedure. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured approximately 25mm from the terminal pin. Laboratory analysis stated the fracture most likely occurred from the induced cut through the terminal boot which was in the same location. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited noise, oversensing and pacing impedance less than 200 ohms during pocket closure at this implant procedure. The lead was removed from the pocket and normal measurements were observed. Therefore, the pocket was re-closed; however, impedance decreased again to less then 200 ohms. Therefore, the lead was explanted and replaced. The physician suspects he put a suture through the lead body. No additional adverse patient effects were reported.